Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a lower limb diagnostic procedure. Reportedly, the thumb advancer became stuck and the safety release mechanism (access ports) were used to release the thumb advancer and remove the device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to achieve hemostasis and difficult to remove could not be replicated in a testing environment as they were based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported event and subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: reportedly, the starclose se clip was deployed and remains in the patient anatomy; however, hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. Additionally, it was reported that the starclose se device was difficult to remove from the patient anatomy. The safety release mechanism was used to facilitate successful device removal from the patient anatomy. No additional information was provided.